Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that after the patient was experiencing pain around their device. The physician noted that the patient had lost a lot of weight and decided to explant and replaced the device to a competitor device with the flatter profile and softer curve. There were no adverse health consequences to the patient.